Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance it was noted the lead was returned in two segments, severed at 13.5 cm from the terminal end. Visual inspection showed significant calcium deposits (calcification) on distal shocking electrode. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements of 177 ohms in triad configuration and 150 ohms in the other two configurations. Review found that the shock impedance has gradually increased and all other lead diagnostics are within normal limits. Technical services (ts) discussed troubleshooting options. Six days later the patient was brought in for a lead revision procedure where the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements of 177 ohms in triad configuration and 150 ohms in the other two configurations. Review found that the shock impedance has gradually increased and all other lead diagnostics are within normal limits. Technical services (ts) discussed troubleshooting options. Six days later the patient was brought in for a lead revision procedure where the rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.